Event description:
The following information was previously reported via manufacturer report # 3004209178-2012-03827. Additional information received regarding this event will be reported via this manufacturer report number. It was reported that after the most recent pump replacement, the patient was out¿ for 14 hours post-implant. This was thought to be due to the anesthesia, but the pump was turned ¿way down¿ and the symptoms improved. The system had been used to deliver baclofen as of the date of the original report. Information regarding the specific patient symptoms, drug information, troubleshooting/diagnostics, and outcome. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).